Event description:
Head of theatre at the customer, reports via our sales rep, that screw was not in the package. Although the package was labeled as a kit, only the nail was in.

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.